Event description:
Reported alleged that the front caster assembly detached from frame when caster stem fell out. Reporter alleged that the threads inside the walker were stripped. Reporter stated that patient reported no injury or fall.